Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The valve was returned for evaluation: review of the history device records conformed to the specifications when released to stock failure analysis - the valve was visually inspected, no defects noted. The position of the cam when valve was received was 90mmh2o. The valve was hydrated. The valve passed the test for programming, occlusion, leaks, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due misalignment of valve/siphon guard obstructs fluid pathway, at the time of the investigation no functional issues were noted.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a shunt obstruction that was detected during a shunt revision surgery on (B)(6), 2020. The patient reportedly had a codman hakim programmable valve that was placed about 10 -years ago post tumor resection. The patient presented with clinical symptoms of obstruction including a several week history of increased lethargy that progressed to obtundation the morning the patient was brought into the hospital. The head CT imaging demonstrated hydrocephalus with bilateral temporal horns and an enlarged lateral ventricle system with massive dilation of the lateral and third ventricle. The patient was taken to surgery for a distal ventricular peritoneal shunt revision (setting 100). When the distal tubing distal to the valve was cut, there was reportedly very sluggish flow through both the tubing and the valve. When irrigation was attempted there was some resistance. The distal tubing was replaced, and a tunneling rod from the abdominal incision to the cranial incision was placed directly. The codman hakim valve was set at 100 and was placed into the tunneling device and passed from the abdomen to the cranial incision. Once the suture connecting the valve to the intra cranial catheter was cut, immediate flow of cerebral spinal fluid that was clearly under pressure came out of the proximal catheter. The valve appeared to be the source of the obstruction. The ventricular catheter was connected to the codman hakim valve and the surgeon pumped the valve. The patient reportedly had very sluggish flow through the valve in the distal tubing. The surgeon tried to reconfigure several ways. When it continued not to drain the valve was replaced with a codman certas valve at a setting of 3. Once this was in place the patient had spontaneous flow distal to the valve and spontaneous flow all the way into the peritoneal tubing. The patient required a ventriculostomy placement the same day due to continued enlarged ventricular size. The patient remained in the intensive care unit intubated and the post-operative day 8 head CT demonstrated the ventricles were decreased in size and no evidence of hydrocephalus.